Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 150mg/dl, 180mg/dl, 220mg/dl. Tests were done within <10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.